Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they had to wiggle the wire on the front of the device to make it work properly. The same device was used to complete the procedure by wiggling the wire.